Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath after a diagnostic catheterization. Reportedly, the proglide plunger could not be pressed in to deploy the needles. Hemostasis was achieved with another proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported failure to deploy the plunger was not confirmed as the returned plunger was deployed successfully with no resistance. The reported failure to deploy the plunger appears to be related to out of sequence deployment. It should be noted that the proglide instructions for use states: the following instructions detail the deployment sequence to close the access site of the catheterization procedure performed through a 5f to 8f sheath size. The device lever marked #1 is to be deployed prior to the plunger marked #2. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.